Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they had inserted a battery and received a failed battery test. The customer was advised failed battery test alarm was for their safety. The insulin pump will not be returned for analysis.